Event description:
It was reported that the cement setting too quickly. The scrub nurse had difficulty in mixing it for the required time as it was already setting. There was no patient involvement.

Manufacturer narrative:
Cmp-(B)(4). This follow-up is to relay additional information. The following sections were updated : b4, g3, g6, h2, h6, h10 the product analysis can't be performed as the product was not returned. The device manufacturing quality record can't be performed since the batch number wasn't communicated. 2 other complaints on cement paste too short setting time was recorded on the reference from jun 1, 2018 to sep 22, 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign and health professional - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the cement setting too quickly. The scrub nurse had difficulty in mixing it for the required time as it was already setting. There was no patient involvement.